Event description:
It was reported that an artificial urinary sphincter (aus) balloon was explanted because the balloon had herniated. It was explained that the balloon herniated months ago from it's original space, which is usually the sub-muscular position to more of a superficial position. The physician believed this lessened the pressure of the balloon, and finally the patient was able to get it fixed. The patient outcome is that he is fully recovered. There were no device performance issues or patient complications reported with the migration.